Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
A field service engineer (fse) was on site at (B)(6) children¿s to connect dr. (B)(6) planning station to pacs so that images could be pulled straight from the hospital network for planning. The ip address of the pacs network was added to the planning station along with the pacs servicer information in iq view. When iq view was opened from the desktop of the maintenance mode, it was able to query and retrieve images from the network. When the fse logged out of maintenance mode, and onto the (B)(6) planning side, pacs was not accessible. When pacs was selected as the method of loading images a "this function is not available" error popped up on the screen. When the logs were checked, the error given was "pacs client iq view not installed". This planning station has opened iq view from the software before.

Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. A detailed analysis of the software logs and the configuration of the device concluded that the user was not able to connect to the iq-view server and retrieve files from user session for two reasons: the first one was that the iqserver service startup type was set on "automatic" instead of "manual". The service worked the first time from maintenance session but automatically continued to run when the rosa software was launched from user session then. The second one was the fact that the program was moved or placed in the incorrect folder. It can be concluded that the planning station was incorrectly set up during iq-view software installation performed by a field service engineer. It was also noted that the temporary folder failed to be deleted multiple times due to a known anomaly.

Event description:
A field service engineer (fse) was on site at (B)(6) to connect dr. (B)(6) planning station to pacs so that images could be pulled straight from the hospital network for planning. The ip address of the pacs network was added to the planning station along with the pacs servicer information in iqview. When iqview was opened from the desktop of the maintenance mode, it was able to query and retrieve images from the network. When the fse logged out of maintenance mode, and onto the rosa planning side, pacs was not accessible. When pacs was selected as the method of loading images a "this function is not available" error popped up on the screen. When the logs were checked, the error given was "pacs client iqview not installed". This planning station has opened iqview from the software before.